Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via healthcare provider indicated that the set screw would not engage the lead. The impedance test had abnormal impedances. They ran the test 3 times, increasing volts and pulse width each time. They could not get impedances to fall in the normal range. The physician took the implanted neurostimulator out of the pocket and pulled on the lead and it was loose and pulled right out. She was not able to tighten the set screw with the torque wrench and decided to use a new implant neurostimulator. The issue was resolved at the time of this report. There was no symptom reported with this event. No further complications were reported/anticipated.

Manufacturer narrative:
Final analysis of the (neurostimulator) (B)(4) revealed setscrew was backed out too far; beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.